Event description:
The patient reported receiving multiple loss of prime warnings during the past three weeks which required a complete rewind, load, and prime sequence indicating that the pump may have lost power. The patient reported having multiple replace battery alarms but was unsure if these events coincided. The patient confirmed that the battery cap was fastened securely to the pump and there was no visible damage to the pump or battery cap. This report is made based on the allegation that the pump may have lost power without alarming.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the black box history showed that the pump emitted a replace battery alarm, associated with low voltage recordings in the black box, prior to rebooting. A replace battery alarm was reproduced during testing; the pump gave an audible and visual alert. The pump was exercised for 24 hrs with no alarms or power issues occurring. The pump was opened and no damage was found to the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.